Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus. And the evaluation found, a cracked connector, lines showing on image, due to a faulty charged coupled device and a cable failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause was traced to component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited a cracked connector, lines showing on image and a cable failed leak test. There was no patient involvement.